Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-08957. It was reported that the patient presented in clinic for a device check. Upon interrogation, it was noted that multiple short non-sustained right ventricular oversensing events were recorded and noise was observed on both the atrial and right ventricular channels. A chest x-ray determined that there was possible insulation issues on both leads. The number of therapy detection intervals was increased; no further intervention was planned for now. The patient was in stable condition.